Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during preparation for a rotational atherectomy treatment procedure, guide wire tip damage occurred. The physician found that the spring tip of the 325 mm rotawire guide wire was deformed. However, returned device analysis revealed a corewire fracture.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual inspection of the returned device revealed the spring tip was unraveled and kinked. The visual and tactile inspection was performed and the device presents spring tip kinked, unraveled and bent. The corewire was fractured at 330.4 cm approximately from the proximal end. The fractured section was sent to (B)(4) for analysis. As per (B)(4) results, the failure occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).